Event description:
Medtronic received info that during the procedure, the arterial boot leaked at the tubing connection to the reducing connector. The issue was controlled with no pt blood loss and no adverse pt effects.

Manufacturer narrative:
Eval method codes: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device/tubing was not returned for analysis, therefore, root cause analysis could not be performed. Conclusion: a review of the device history record indicates the product met specification prior to being released for distribution. The cause of the event cannot be determined and there are no trends regarding this failure mode. There were no adverse pt effects reported as a result of this event.